Event description:
It was reported that during pre-op, the nim system had boot and create the "self-test failed" error. User at the site reboot several times. The error went away after the second reboot. User had the site check functionality. The user found that one of the pi boxes would struggle to connect to the system. Ts had the site plug in the pi box with a wired connection. Still would not connect. Ts had site reboot the system. After the reboot the system reported "pi box fault detected error when on a wired connection with the pi box. There was no patient involvement.

Manufacturer narrative:
H3: it was found in the analysis that the main board and analog front end (afc) pcb failed and device had old batteries. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, product description: console nim4cm01 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4) h6: product ID: nim4cm01 - fdm b17, fdr c20, img g02030, and d20 codes are applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis for product ID: nim4cm01: analysis found carrier board connector damaged. H6: codes updated for product ID: nim4cm01. Previously update fdm: b17 fdr: c20 and img g02030 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.